Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection at 12x microscope magnification and the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is contaminated, dust particles are present. This is expected as the lens was transported from a controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No embedded particles are present in the lens. The lens does not show anomalies. The review does not support a hypothesis that the contamination was introduced during the manufacturing process. A manufacturing record review was performed. The manufacturing process record was evaluated and the product was manufactured according to specification. The lens is within power specification; hence the lens meets the specified cosmetic requirements. No other complaints for this production order number were received to date. In addition the directions for use (dfu) were reviewed. The dfu sections provide the customer with information on proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Implant and explant dates: if implanted/explanted, give date: na (not applicable). Initial reporter telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor observed something like an air bubble in/on the optic part of the intraocular lens (iol) before setting (loading), therefore the doctor did not use it. The operation was completed safely with the back up zmb00 iol. No patient injury reported. No patient contact reported.